Event description:
It was reported that, after successful placement of the IV, the cathena 24gx0.75in straight bc needle "came out unshielded" when withdrawn.

Manufacturer narrative:
H.6. Investigation summary: 2 photos were received for investigation. It was observed that the adapter had been removed, however the tip shield is remained in the hub. 1 actual sample without cover and adapter was received. The sample was not decontaminated. Safety activation failure was observed. The adapter had been removed but the tip shield is remained in the hub. Actual sample the photos and actual sample received show the reported non-conformance. The complaint is confirmed and product is out of specification. The sample was returned without cover and adapter. No abnormally was observed on the tip shield, v-clip and cannula. The probable root cause could be due the damaged adapter. However, the root cause could not be confirmed as the adapter was not returned for investigation. Cpm for month of feb2019 breached the action limit, CAPA 821876 has been raised to address safety activation failure issue as the risk is high.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that, after successful placement of the IV, the cathena 24gx0.75in straight bc needle "came out unshielded" when withdrawn.